Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: "capsular contracture, baker grade unknown, patient concern with the product."

Event description:
Patient reported being diagnosed with unspecified and breast cancer; deemed not device related. Healthcare professional reported right side capsular contracture, baker grade unknown, patient concern with the product, and unspecified side rupture. This record is for the right side.